Event description:
On (B)(6) 2024, a patient underwent an port placement procedure using the powerport titanium isp. 1 years 8 months and 12 days post procedure, the patient was admitted to our hospital on reporting fatigue after physical activity but no other symptoms. A chest CT scan revealed no visible catheter shadow at the port body connection in the right neck. However, catheter fragments were detected in the heart. The infusion port was removed, and on (B)(6) 2025, the patient underwent interventional surgery to retrieve the catheter fragments. The procedure was successful, and the patient is currently in stable condition.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the port body placed in a bag. The bag is bloody. No anomalies can be noted from the provided photo. The investigation is inconclusive for the reported difficulty in fracture, material separation and migration as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an port placement procedure using the powerport titanium isp. 1 years 8 months and 12 days post procedure, the patient was admitted to our hospital on reporting fatigue after physical activity but no other symptoms. A chest CT scan revealed no visible catheter shadow at the port body connection in the right neck. However, catheter fragments were detected in the heart. The infusion port was removed, and on (B)(6) 2025, the patient underwent interventional surgery to retrieve the catheter fragments. The procedure was successful, and the patient is currently in stable condition.